Event description:
Reporter indicated that a handheld computer's screen has frozen numerous times. A reset was reported to resolve the issue. The handheld then reportedly froze during interrogations three times. Good faith attempts for add'l info and device return have been unsuccessful to date.